Event description:
It was reported that a base hardware failure, and battery communication timeout errors were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a battery communication time out, base hardware failure in error history log (ehl). The evaluation was performed, was unable to duplicate the problem, no problem found. The cause of the reported issue was unable to be determined, of the intermittent of the error. The root cause of the reported issue was unable to be determined, the interconnect board and battery was inspected and no physical or any other damaged was found. The technician replaced the interconnect board and battery as preventive measure. Performed power up process and all functional tests which passed.